Event description:
Event description guidant received information that this pacemaker patient was hospitalized with a heart rate of 28bpm and no pacing spikes noted on the monitor. This device is included in the fm2 advisory, and initially the physician thought the lack of pacing was due to a device malfunction. After further evaluation, the device was found to be functioning appropriately. The lead impedance measurements have risen from 800 ohms to 1400ohms in the last few weeks. The r wave amplitude have decreased and the threshold measurements have increased. It was thought that the bradycardia was due to an recent increase in heart medications.